Manufacturer narrative:
Sample not received by MFR at time of this report. Investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges that the balloon on the tube was herniated. The alleged defect was discovered during a pt intubation. Complaint states that during the alleged incident the pt developed acute oxygen desaturation. The tube was replaced with a new tube of the same product and the pt's saturation returned to 100%. No pt injury reported.